Event description:
It was reported that an ilet pump repeatedly powered off and restarted unexpectedly during normal use, including while the user was driving, without user-initiated shutdowns or battery alerts; a factory reset did not resolve the behavior, and logs showed multiple power cycles aligned with the reported events. Symptoms included no adverse clinical effects, with blood glucose reported as unaffected during the events. Outcomes included replacement of the pump and user guidance to continue cgm monitoring and follow prescriber-directed therapy until the replacement arrived. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.